Event description:
On (B)(6) 2013, the reporter contacted animas alleging a history settings issue. It was reported that the pump was cancelling blouses without the user pressing any buttons and that basal rates were automatically switching to 0.0 units/hr. The patient also mentioned high blood glucose (bg) but did not provide bg values and did not report any signs or symptoms. The patient noted that she had just finished a course of antibiotics for an infection, and was working with her healthcare provider on adjusting basal rates. The reported bg excursion does not meet criteria for a serious injury and can be attributed to diabetes management factors.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: during investigation, a review was conducted and showed a warning of ¿partial delivery, user cancelled by pressing a pump button¿ in the black box on (B)(6) 2013 at 8:24 pm. There were partial boluses observed in bolus history. There were zero unit basal rates observed in the basal history. The black box verified zero unit basal rates due to cartridge changes at (B)(6) 13 3:16 pm, (B)(6) 2013 12:52, and (B)(6) 2013 8:37 and a zero unit basal rate at (B)(6) 2013 10:37 due to suspending pump. The pump was exercised for 24 hours at 2 units per hour. The total daily dose for the testing period showed the correct basal units delivered. The pump did not change basal settings during testing. During additional testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. There was no damage found to the keypad. All of the keypad buttons responded to button presses appropriately. The keypad was removed and no damaged or misaligned contacts were found. There was no evidence of contamination found under button contacts.